Manufacturer narrative:
Analysis was performed by a philips field service engineer (fse), who found that the device passed the performance assurance test for blood pressure. Based on the results of the analysis, the product malfunction was unable to be confirmed. The device was confirmed to be operational, and the device was returned to use at the customer site.

Event description:
Philips received a complaint on the patient monitor efficia (B)(6) indicating that there were inconsistencies in the blood pressure measurement. The device was in use on a patient at the time of the event. There was no adverse event reported.